Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the pictures received was unable to confirm the failure mode reported. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Prior to patient use when preparing the device, "it was found that the air cuff could not be filled with air, and a hole was found in the white atmospheric cuff. The cuff was leaking."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that there were multiple holes in the white balloon cuff. No holes were found in the blue cuff. The holes were in a straight line. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air the white balloon cuff was unable to stay inflated. The blue cuff was able to stay inflated. The et tube was submerged under water in an attempt to inflate the balloons to detect any additional leaks. Upon injection, the et tube only leaked from the holes in the white balloon cuff that were already observed. The reported complaint of "leak - balloon cuff" was confirmed based upon the sample received. The returned et tube was found to have multiple holes in the white balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. A root cause could not be determined.

Event description:
Prior to patient use when preparing the device, "it was found that the air cuff could not be filled with air, and a hole was found in the white atmospheric cuff. The cuff was leaking.".